Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an inaccurate delivery issue with the pump. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow up #1 01/20/2017. Additional information: the reporter contacted animas on 01/19/2017 and provided additional information about the event. The reporter noted that there were no observed inaccurate delivery issues with the pump. The reporter reviewed the pump history and found that the basal totals did not match, but this was due to the patient¿s use of the suspend feature. There was no serious injury associated with this complaint. The patient as referred to their healthcare provider for diabetes management related issues. There was no observed malfunction of the pump.